Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield broke off. There was no report of patient or user impact. The following information was provided by the initial reporter: issue - staff advising needle cover has snapped of on a few occasions.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and another 20 retention samples by functional testing, each having their eclipse shields activated, bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and another 20 retention samples by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with 2 bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield broke off. There was no report of patient or user impact. The following information was provided by the initial reporter: issue - staff advising needle cover has snapped of on a few occasions.